Event description:
Information was received regarding a patient implanted for gastrointestinal/pelvic floor. The consumer reported she stopped feeling stimulation a year and a half ago after a security wand was used on her in a courthouse. The device was reprogrammed a year prior. Medical history included 2 mesh implants, 2 cystoceles in 2006 which caused the incontinence, rectocele in 2010, and neurogenic bladder.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.